Event description:
As reported, approximately 1 year, 8 months post successful tavr the 26m sapien 3 ultra valve was explanted and replaced with a 23mm surgical valve. Medical records were received. Post-implant of the valve, images acquired during tavr placement demonstrated significant aortic insufficiency, which resolved with repositioning. The prosthetic valve was noted to be well-seated with normal gradients and no regurgitation. At the time of the explant, large pvl was observed around the valve along with non-rheumatic mitral valve regurgitation. Whether the large pvl of the 26mm s3u aortic valve was the only reason the valve was explanted is not shown in these records, but it is possible that because the decision was made to implant a surgical valve in the mitral valve annulus due to mr and the severe mac, the decision was made to remove the thv and replace with a surgical aortic valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added information to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints for paravalvular leak from the this lot. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU was reviewed. Warnings are provided indicating that incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient and/or annular rupture. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the valve, delivery system, and/or accessories includes paravalvular or transvalvular leak and device explants. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The paravalvular leak was confirmed based on medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''approximately 1 year, 8 months post successful tavr the 26m sapien 3 ultra valve was explanted and replaced with a 23mm surgical valve'' and ''at the time of the explant, large pvl was observed around the valve along with non-rheumatic mitral valve regurgitation. Whether the large pvl of the 26mm s3u aortic valve was the only reason the valve was explanted is not shown in these records, but it is possible that because the decision was made to implant a surgical valve in the mitral valve annulus due to mr and the severe mac, the decision was made to remove the thv and replace with a surgical aortic valve''. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. However, there is insufficient information provided in this case to determine a root cause.